Event description:
It was reported that patient's right ventricular (rv) lead exhibited noise oversensing and high capture threshold. The lead was capped and replaced on (B)(6) 2023. The patient status was unknown.